Manufacturer narrative:
Lot number reported as 21g24c. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Sample investigation: the silk-screen ink was observed to be atypically printed on the interior surface of the funnel. Flaking of the silk-screen ink was observed. Portions of the printed ink were observed to be contorted. Since flaking and contortion of the silk-screen ink was observed, a coating evaluation was performed per method ID: (B)(4). The lubricious coating was observed on the interior surface of the funnel, which meets the expected condition. Flaking of the silk-screen ink is likely due to improper printing of the ink on the lubricious surface (interior surface of the funnel); proper printing of the ink should occur on the exterior surface of the funnel. The probable cause for the silk-screen ink to be printed on the interior surface (lubricious surface) of the funnel is unknown; however, a manufacturing error is suspected. Therefore, the sample will be forwarded to command medical products per cl-kel-08 for further investigation. Conclusion: the reported complaint of broken device is confirmed since the silk-screen ink was observed to be atypically printed on the interior surface (lubricious surface) of the funnel and not on the exterior surface, and since flaking of the silk screen ink was observed, as reported within the complaint description. Flaking and contortion of the silk-screen ink is likely due to improper printing of the ink on the lubricious surface (interior surface of the funnel); proper printing of the ink should occur on the exterior surface of the funnel. The probable cause for the silk-screen ink to be printed on the interior surface (lubricious surface) of the funnel is unknown; however, a manufacturing error is suspected. Therefore, the sample will be forwarded to command medical products for further investigation.

Event description:
Healthcare professional reported "printing was on the inside which made a mess inside of patient and was irrigated, but patient possibly still has some print material pieces remaining inside of breast.¿ the surgery was successfully completed with the breast implant, and unknown if a backup funnel was used.